Event description:
Procedure: cholecystectomy. According to the reporter: the shaft was broken and pieces fell into the pt; however, the surgeon retrieved the pieces. The sils procedure took a few mins longer.

Manufacturer narrative:
(B) (4).